Manufacturer narrative:
This follow-up report is being submitted to relay additional information.h6-component code- suggested code: mechanical (g04) - provisional bottom. Visually verified item lot combination and reviewed manufacturing date as instrument exhibits signs of repeated use (nicks, gouges) and the post feature has fractured off. All pieces were returned. -the device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations / anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Complaint is confirmed via product return & evaluation. Root cause is attributed to user not following the proper surgical technique. Per the surgical technique, proper procedure instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or by hand. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the surgeon was gently impacting the component with a mallet and the component fractured. There is no reported patient impact. Attempts have been made and no additional information is available.